Event description:
A cust6omer reported observing several negatively biased ammonia qc results. Results of this magnitude may result in inappropriate physician action. No pt results were reported and there was no report of pt harm as a result of this event.